Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline bend relief and controller connector was confirmed from the onsite evaluation by technical service specialists. Additionally, evaluation of the submitted photos confirmed superficial driveline damage. The submitted photos showed that the driveline was covered in tape along the entire external portion. The driveline bend relief was entirely covered in tape. A submitted photo of the internal and external portions of driveline revealed an area of external driveline that appeared to be worn. Per additional information from the ventricular assist device (vad) coordinator, the patient is at home, no further issues at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 05nov2014. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had driveline damage on (B)(6) 2019 (MFR# 2916596-2019-01509) and driveline faults on (B)(6) 2020 ( MFR#2916596-2020-04166). Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2021 that the patient's bend relief separated from metal connector on driveline, requiring a clam shell on (B)(6) 2021. There was rescue tape on driveline already, covering 2-3 inches of the driveline exit site to insertion to this controller.